Manufacturer narrative:
(B)(4). The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the receiver data log confirmed a permanent out of range alert. The transmitter (serial # (B)(4)) that was being used with the complaint device was also returned for evaluation. The transmitter was visually inspected and no defect was found; however, it failed a functional testing. The root cause was determined to be defective transmitter batteries. A CAPA has been initiated for this issue.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Product was received for investigation and root cause of the reported issue could not be determined.